Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the recovery was good after the first surgery; however, after more than 20 days, the patient's condition gradually became poor until they became comatose. The film showed that the ventricle was enlarged. The family members pressed the reservoir several times throughout the day but did not improve. The valve pressure was changed from 1.5 to 1.0 to 0.5 with no improvement. Since the patient was in a coma for more than a day, the doctor performed emergency surgery. During the surgery, the doctor used a laparoscope to observe the abdominal cavity. No fluid flowed out. Pressing the reservoir, they could see the fluid flow out. The doctor initially diagnosed that the pressure regulating valve was damaged and needed to be removed and replaced. On the same day, the adjustable pressure valve was replaced. There were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted on (B)(6) 2020 with a pressure regulating shunt due to hydrocephalus. On (B)(6) 2020, the patient was suddenly in a coma. On (B)(6) 2020, the surgeon found a problem with the shunt tube through laparoscopy. The patient urgently underwent replacement surgery. The patient's condition improved after the surgery. The patient was currently in a semi-coma during hospitalization.